Event description:
It was reported that the patient suffered a diaphyseal fracture which required the removal of the tray and insert and replaced with an asos plate.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient suffered a diaphyseal fracture which required the removal of the tray and insert and replaced with an asos plate.

Manufacturer narrative:
Please note the corrections in the h6 method code, result code, and conclusion code: the reported event could be confirmed, since the documentation provided to the medical expert, confirmed the diaphyseal fracture. This conclusion was verified by a medical expert upon review of the patient's case documentation. Medical expertise: "the preoperative x-ray shows a periprosthetic diaphyseal fracture about 2 cm proximal from the tip of the ascend flex stem. The fracture has been anatomically reduced (repositioned) and fixed with proximal humeral plate and screws. The humeral tray has been exchanged for a thicker one. The fracture heals well. It is likely that this fracture is the result of trauma, according to the input of the surgeon. There are no signs of a pathological fracture. The event is the result of trauma, the surgery primarily was indicated because of this trauma, and most likely the surgeon grabbed the opportunity the make the joint more stable by exchanging the humeral tray and polyethylene liner. The surgical report could tell us more about that." Based on investigation, the root cause was attributed to a trauma. This trauma leaded to the diaphyseal fracture, there are no signs of a pathological fracture. The devices are not involved. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.